Manufacturer narrative:
The main device, other components include: product ID: neu_unknown_prog , product type: programmer, physician. Updated to include new information received on 2016-nov-28.

Event description:
Additional information was received from the consumer on (B)(6) 2016. It was reported by the patient that the pump was turned on at the doctor's visit and the pump not being turned on was not a device issue or change in therapy.

Manufacturer narrative:
The main device, other components include: product ID neu_unknown_prog, product type programmer, physician.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain. On 2016-nov-10, it was reported that, while the patient was ina nursing home 4 to 5 months prior, the patients pump didnt work and was in bad pain. The patient stated that it turned out that no one had turned the pump on. When someone turned the pump on, the pump began working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.